Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered a fall at home. It was also reported that the patient experienced syncope and that the right ventricular (rv) lead impedance sharply went up and lead fracture suspected. A rv lead revision was planned, and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv was capped and remains in the patient.